Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Failure analysis for this case does not apply since the death included in this complaint was not related to the duragen product. Based on the absence of lot and catalog information of the product used it was not possible to perform the device history record review. However, all duragen plus and suturable duragen products are supplied sterile and nonpyrogenic in double peel packages. Each lot is manufactured following strict controls to ensure product compliance. The complaint was unconfirmed. Root cause analysis for this case does not apply.

Event description:
It was reported that a female patient died with her critical vascular disease and duragen dural graft matrix did not have anything to do with her death. Additional information has been requested.